Event description:
The dealer states the arm base weld is broken where clothing guard attaches. He states it¿s not actually the welding it¿s around the welding. The dealer states he has no additional information being the mother of the patient brought the chair in.